Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a follow up visit, it was observed that this right ventricular (rv) lead had dislodged. Surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a follow up visit, it was observed that this right ventricular (rv) lead had dislodged. Surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead was received for analysis.